Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge reload loaded in the device. The reload was received fully fired and in good condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a video assisted thoracoscopic surgery-lobectomy procedure, on the first initial firing with an ecr60g stapled but did not cut. The second firing (reload is still in instrument enclosed) ecr60g partially cut and stapled. It seems like a "cutting" issue. There were no patient consequences. Case completed with another device of the same product code.